Event description:
It was reported that the 05.000.008 stopped working and needs repaired. It is unknown when the issue was observed. It is unknown if there is patient involvement. It is unknown if reports of injuries, medical intervention or prolonged hospitalization occurred. No further information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: service and repair evaluation: the customer reported that the 05.000.008 stopped working and needs repaired. The repair technician reported that the device does not run fast forward , forward and reverse condition , discolored pins , discolored wire , debris on barriers, damaged switch plate, scrapping housing due to patina damage. The cause of the issue is faulty parts . The item was repaired per the inspection sheet, passed synthes final inspection on 12 feb 2025 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history: part # 05.000.008, synthes lot # 6163666, supplier lot # 002803, release to warehouse date: 19 jun 2009, supplier: (B)(6), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.